Event description:
It was reported that from the time of pre operative the patient developed some sort of infection or rash over the ipg site. The patient was given benadryl and it did not cure the rash. No device malfunction was suspected. The patient underwent an ipg replacement procedure was doing well postoperatively. The explanted ipg was kept by facility.